Event description:
Reference number (B)(4) event occurred in united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was in the tubing. No further information was available.